Manufacturer narrative:
Tracking #.46656. Ees #.976710/a. D6:information not available, device not returned for analysis.

Event description:
It was reported the device during an unk procedure. It was replaced by the affiliate that the staples were malformed. There was no pt consequence.